Event description:
This pt had their original right total hip implant in 1980 with a revision in 1998. Pt has had pain for the past 2-3 years. They have decreased activities, and present at this time for a revision of the right total hip. All components were removed and replaced. In addition to the information above, this pt underwent a revision in 2002. They were admitted the following month for a subsequent revision.